Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, there was resistance while inserting the 29mm commander delivery system through the 16f esheath+. The patient had significant tissue to track through, leading to a steep access site and the sheath being at a steep angle compared to the vessel. The significant resistance that occurred was when the valve was passing into the partially expandable portion of the sheath. It's also noted that the valve "bit and poked through linear portion of the sheath where it got stuck". Once the valve became stuck the operator removed the whole system and started over. The outcome was a successfully deployed valve over the new delivery system through a new esheath+. The patient's final outcome was stable condition. There was no difficulty while inserting the esheath into the patient, nor any withdrawal difficulty and confirmation was received that none of the other edwards devices were damaged.